Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and device- fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed that a leak in the system was attributed to the pressure regulating balloon not being fully filled, resulting in incomplete closure of the device. The location and source of the fluid loss were identified as the pressure regulating balloon, which had insufficient fill. It was suspected that fluid was lost during the original surgery prior to completing the connections. The fluid loss was confirmed by checking the pressure regulating balloon and finding only 8 cc of fluid instead of the expected 22 to 24 cc. Therefore, the cuff and pump from the previous implant were removed, and a new pump, cuff, and balloon were implanted. The previous balloon was left inside the patient. No further patient complications were reported.